Event description:
It was reported that the patient had a surgical procedure to explant an artificial urinary sphincter(aus) device after the cuff would not fill. An x-ray was performed on the pressure regulating balloon(prb) but nothing showed. The doctor suspects fluid loss in the prb from a hole or tear. No patient clinical consequences were reported.